Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Journal citation: hannawa, k.k., good e.d., haft, j.w., & williams, d.m. (2015). Percutaneous extraction of embolized intracardiac inferior vena cava filter struts using fused intracardiac ultrasound and electroanatomic mapping. Journal of vascular interventional radiology, 2015; 26: 1368-1374. Http://dx.doi.org/10.1016/j.jvir.2015.05.013. The investigation is currently on-going. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months years post inferior vena cava filter deployment for history of dvt and bilateral pe, CT scan demonstrated a detached filter limb in the free wall of the right ventricle. Intracardiac echocardiography and 3d electroanatomic mapping and a loop snare were used to successfully capture and retrieve the detached filter limb. The patient complained of chest pain and there were no immediate complications, but she was unresponsive to follow-up appointment requests after discharge.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. The investigation is inconclusive for a detached filter limb in the right ventricle. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post inferior vena cava filter deployment for history of dvt and bilateral pe, CT scan demonstrated a detached filter limb in the free wall of the right ventricle. Intracardiac echocardiography and 3d electroanatomic mapping and a loop snare were used to successfully capture and retrieve the detached filter limb. The patient complained of chest pain and there were no immediate complications, but she was unresponsive to follow-up appointment requests after discharge.